Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reports the pt said there is extreme heat when charging the ins. Technical services (ts) reviewed that they should turn down the recharge speed and confirm pt is using cloth between recharger and skin. Rep will call the pt back. Rep called back after talking to the pt. Pt said they feel warming from the ins even when it is off. Pt will talk to the dr about warming at the pocket site when the ins is off. Pt's wife said she gets static electricity shocks when she touches her husband. Ts reviewed that the static electricity shocks are not from the scs system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that normal heating with recharging seems to be the issue. The rep stated that all parties talked with tech support to explain the heating issue and the patient (pt) was educated on how to recharge, it might decrease the heating issue. The information was also confirmed with a physician/account.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the pt attempted to recharge the ins it would not charge up. Caller said that when attempting to recharge the ins the ins itself got extremely hot, super hot that it was burning them (pt verified it was a burning sensation). Ps also advised caller to notify their hcp. Rep reported patient is experiencing heating when recharging their ins. Rep was unsure if the heating was occurring at the antenna paddle, or where within the external components, as they were not with the patient at the time of call and were planning on calling the patient back later. Rep states the patient just contacted them (as well as thephysician) about this issue earlier today. Technical services (ts) reviewed how to change temperature and speed settings, as well as advised rep to have patient call patient services in order to troubleshoot, if needed. Rep asked about specific heat amounts of the temperature gauge. Ts reviewed that they would reach out to the rep if able to locate specific temperatures for the heat sensor. Additional information was received from a manufacturer representative (rep). The rep clarified that the patient reported heating. The cause of the issue was not verified and the rep was not sure if the issue was resolved; the patient was to call them when they get back in town. The information was confirmed with the hcp.